Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular (rv) lead found to been previously set to high output mode, and was also found to have post-paced t-wave over-sensing, high capture thresholds, and failure to capture. The physician suspected the rv lead had dislodged. Intervention was planned but was not yet performed. No patient consequences were reported.

Event description:
New information received notes that the patient presented in-clinic for a right ventricular lead revision procedure. The right ventricular lead was repositioned on (B)(6) 2021. No additional electrical issues due to the dislodgement were reported. The patient was stable throughout.